Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The complaint states the patient experienced a loss of connection. Data was provided for investigation. Product was not provided for investigation. Complaint was confirmed during data review. The root cause could not be determined.